Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt). She was unable to clear the error because the buttons on the device would not function. She stated that she replaced the battery, but the device again displayed e8 and the buttons still would not function. She stated that the buttons were damaged and liquid could enter the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.